Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 1/20/98).

Event description:
The iab was inserted into the pt on 11/12/97. On 11/15/97, the iab leaked. Blood was noted in the catheter and the iab was removed. No second iab was inserted. As a result of the event, the pt had hypotension. On 12/18/97, the following was reported to datascope: a large amount of blood was noted in the helium tubing all the way back to the safety chamber. Pumping stopped and the dr was notified and the iab was removed. The pt temporarily required an increased dopamine dosage to support cardiac output. [Event complications]: hypotension-reported 11/17/97. [Pt's current status]: stable-rpt'd 11/17/97.